Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a publication titled "radiographic and clinical outcomes from the use of s2 alar screws in surgery for adult spinal deformity" that 23 patients underwent corrective surgery for adjacent segmental disease using s2 alar screws as anchors for instrumentation of lower vertebrae. The background of the patients and their spinopelvic parameters (pelvic incidence [pi], pelvic tilt [pt], lumbar lordosis [ll], thoracic kyphosis [tk], sagittal vertical axis [sva], and pi-ll) were evaluated. In this study, 9 patients reported loosening of s2 screws which were implanted in their spine and did not achieve fusion.